Event description:
The facility representative reported a flogard infusion pump that "retains blue clamp". The event was reported to have occurred after infusion in the "sp area". There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "retain blue clamp" was confirmed during device evaluation. The cause of the problem was blue slide clamp stuck into the slide clamp assembly. The blue slide clamp was removed to fix the problem. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.